Event description:
During attempted arterial access of left femoral artery, the physician was unable to advance a guidewire and requested a glidewire (terumo glidewire 0.035x150cm) to be available. He proceeded with use of the glidewire through the access needle, which is against the manufacturer recommendations (warning label on package; (do not use with medal entry needle). When unable to advance the glidewire, he removed the glidewire and eventually aborted procedure. On inspection of the glidewire, it was noticed that approx 3 inches of hydrophilic coating was missing from one side of the distal end of the glidewire. The physician was alerted and shown the damaged area of glidewire (apparently sheared by the needle's bevel). Inspection of the pt and surrounding area by visual and fluoroscopic means did not reveal the missing portion. Md was informed without new orders. Physician noted event in chart.